Event description:
It was reported that a pt with t12 paralysis underwent surgery with implant of posterior fixation. At t12, the surgeon could not break the tab off of the self breaking nut and as a result, the bolt was broken just beneath the clamp. No setscrew was implanted at t12 and the broken bolt was left implanted. No pt complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for eval. A review of the device history found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.